Event description:
It was reported that a balloon rupture occurred. The 5% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 6.0 x 60 mm 200cm ranger drug-coated balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed. There were no procedural issues noted; however, the severe calcification presented anatomical characteristics that may have contributed to the event. No patient injury or complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 5% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 6.0 x 60 mm 200cm ranger drug-coated balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed. There were no procedural issues noted; however, the severe calcification presented anatomical characteristics that may have contributed to the event. No patient injury or complications were reported. Investigation results: upon receipt at our post market quality assurance laboratory, this ranger (dcb) device was examined. A visual examination identified that the balloon had been subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the event. An examination of the tip and markerbands found no issues. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the event of balloon material rupture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this ranger (dcb) device was examined. A visual examination identified that the balloon had been subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the event. An examination of the tip and markerbands found no issues. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the event of balloon material rupture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.